Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderate to severely calcified shunt in the upper arm. The sterling balloon dilatation catheter was inflated two times at 12 atms for 30 to 60 seconds. Upon the third inflation at 12 atms, a balloon rupture occurred. The inflation duration is unknown. The sterling balloon dilatation catheter was removed and the procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is listed as 'good'.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)